Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Multiple, intermittent malfunction alarms also occurred. Additionally, the colors on the touchscreen were 'inverted' briefly, but resolved on its own. The customer's blood glucose ranged between 70-200 mg/dl. Reportedly the customer had an alternate pump for insulin therapy. The customer also had manual injection supplies available.